Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient experienced stimulation during atrial pacing and it was suspected that atrial lead exhibited insulation damage. The lead was explanted and replaced. There were no consequences to the patient.